Manufacturer narrative:
The reported event that a rhead prosthesis was affected by loosening after implantation could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Based on investigation, the root cause was attributed to be user or patient related. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device remains implanted.

Event description:
Internal dermato-allergology reported that: "we would need to know the composition of implants/prosthesis put in place: titanium, steel, nickel. In order to optimize the allergological tests for the patient who presents a loosening of the material. ¿we are not there yet with our patient. It presents an atypical eruption that does not concern the scar area for which we are currently assessing. She also told us a loosening of the prosthesis that is going to be, will be resumed soon, but the surgeon wants to test metals before any change of course. The allergy to one of the metals is therefore absolutely not confirmed at the moment.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Internal dermato-allergology reported that: "we would need to know the composition of implants / prosthesis put in place: titanium, steel, nickel. In order to optimize the allergological tests for the patient who presents a loosening of the material. ¿we are not there yet with our patient. It presents an atypical eruption that does not concern the scar area for which we are currently assessing. She also told us a loosening of the prosthesis that is going to be, will be resumed soon, but the surgeon wants to test metals before any change of course. The allergy to one of the metals is therefore absolutely not confirmed at the moment.